Manufacturer narrative:
Concomitant product: 507658 lead, 459888 lead, dtba1q1 ICD, implanted: (B)(6) 2016.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the pace/sense portion of the lead was capped and a new pace/sense lead was implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.